Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was having their implantable neurostimulator (ins) replaced due to normal battery depletion. Prior to surgery both devices were interrogated and it was found that contact 3 was > 40,000. The patient did not have any knowledge of this and there were no negative effects to therapy because of the open circuit, with the patient still receiving therapy. There were no environmental factors that led to the issue and no diagnostics performed, with the issue not resolved at the time of the report. The patient's indication for implant is essential tremor.